Event description:
It was reported by the customer that a pyxis medstation es system was not detected on a communication bus. Customer stated that there was a delay in the dispensing of medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by the retractor band being not fully seated. A field service engineer removed the back panel and the retractor band was reseated. And the station was rebooted to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.